Manufacturer narrative:
The device was not returned to nuvasive for evaluation as it was left in-situ. Radiographs provided confirmed the complaint. Examination revealed two inter-fixed cages and two level posterior fixation all appear to be properly placed however, the cage at l3-l4 has subsided into the l4 vertebral body. No product malfunction observed. Poor bone quality is the suspected root cause. No additional investigation can be completed. Labeling review: "preoperative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided." "Potential risks identified with the use of this system, which may require additional surgery, include: decrease in bone density due to stress shielding." "Contraindications: contraindications include but are not limited to: patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone."

Event description:
On an unknown date a patient underwent an anterior lumbar interbody fusion procedure at l3-l5 with posterior fixation with no reported problems. (B)(6) 2021 follow up radiographs confirmed subsidence of the l3-l4 interbody. No revision is planned and the patient will be monitored.